Manufacturer narrative:
Name: medtronic minimed. Entity ID: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient developed infusion set cannula bending due to insertion into scar tissue in non-compliance with instructions for use on (B)(6) 2028, resulting in elevated blood glucose that required insulin administration via manual shots.